Event description:
The customer reported via phone call that the piston was barely moving when priming the piston in the insulin pump. The customer's blood glucose was 151 mg/dl. The customer confirmed that the drive support cap was not loose. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. However, it was not possible to prime the insulin pump during the prime, force sensor system test due to the faulty force sensor resistor. No rewind anomaly was noted. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with a cracked case at the reservoir tube window corners. The insulin pump was received with a broken reservoir tube lip and belt clip slot. The insulin pump was received with a corroded battery tube.